Event description:
Per the clinic, the patient experienced swelling, dizziness, poor sound quality and performance decrement subsequent to sustaining a head injury in (B)(6) 2025. Eventually, the device was explanted on (B)(6) 2026 and reimplanted with another cochlear device during the same surgery.